Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in a heavily tortuous and mildly calcified mid circumflex artery. Pre-dilatation was performed with a 1.5 x 12 mm nc balloon dilatation catheter (bdc) at 12 and 14 atmospheres (atms). Then, a 3.0 x 23 mm xience xpedition stent was deployed at 12 atms followed by post-dilatation with a 3.0 x 12 mm nc bdc at 14 and 16 atms. However, a distal edge dissection was noted afterwards which was treated with a 3.0 x 28 mm xience xpedition stent. There was no adverse patient sequela reported. No additional information was provided.